Event description:
During a tfn procedure, as the surgeon was inserting the helical blade the knob at the end of the helical blade coupling screw sheered off and fell to the floor. The broken fragment was retrieved. Another helical blade coupling screw was not available. The surgeon was able to complete the procedure with no further problems, however, the procedure was extended for approx 1 hour.

Manufacturer narrative:
Reportedly, the pt was (B)(6). Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided. Additional info has been requested.